Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tlh30 staples malformed, so the surgeon put some overstitches to complete the case. The device was discarded.